Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that large gaps were observed along the infusion set tubing. The customer's blood glucose level was 260 mg/dl. The customer declined troubleshooting from tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.